Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for troponin t hs (high sensitive) on a cobas 8000 e 602 module. The initial troponin t hs result was 0.024 ug/l. This result was reported outside of the laboratory where the physician didn't believe the result and requested a re-run of the sample. The sample was repeated and the result was 0.006 ug/l. This result was believed to be correct. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 295258. The expiration date was not provided. Calibration and qc were acceptable. During a review of the alarm trace, one abnormal sample aspiration alarm was observed from the day of the event.

Manufacturer narrative:
The field service representative (fsr) replaced the pinch tubing and found that the procell tubing was dirty. The tubing was cleaned along with the sample probe and syringes. The liquid level detection of the sample probe was also adjusted. The customer has had no further issues since the service visit. The dirty tubing and syringes were determined to be the root cause of the issue.